Event description:
It was reported that this patient presented to the emergency room, as they were having some presyncope events. A review of the device revealed that the right atrial (ra) lead showed noise oversensing. Some signals were noted as being too fast to be physiologic. Additionally, there was an out of range impedance measurement. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.